Event description:
It was reported that the patient received anti-tachycardia pacing (atp) therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. The pace/sense portion of the rv lead was capped and a new pace/sense lead was implanted. The high voltage coil on the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2007 (B)(6). (B)(4).